Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the electrode ground ring, along the lead and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report.

Event description:
The recipient reportedly elected revision surgery due to facial nerve stimulation. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.